Event description:
It was reported that the patient underwent a pump exchange in (B)(6) 2018.

Manufacturer narrative:
Event date was estimated. Pump serial number was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was already reported by the manufacturer under MFR. Report #2916596-2018-00775. Upon receipt of additional information this report was determined to be a duplicate to MFR. Report #2916596-2018-00775. All information, including the investigation findings, have already been reported under MFR. Report #2916596-2018-00775. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2018 due to suspected driveline fracture.